Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that no sensation of stimulation was felt even though the ins indicated no fault. Electrode 9 had been useful for programming, but an alert appeared. A test was conducted using a wireless external neurostimulator (wens) with intraoperative interrogation. The "new" lead was functioning with the wens system, and the stimulation sensation was good; it was noted that it was the patient's ins that was "unavailable." Contacts 6 and 7 had high impedance (40,000 ohms). It was also noted that the ins battery was at its end of life extremely early. The ins was replaced and the issue was resolved. The representative later clarified that the lead was not replaced, and it was noted that electrode 9 was working during the test with the wens; they woke the patient to ensure the integrity of their electrode. It was noted that the ins did not "activate" electrode 9, unlike the wens, which was why the ins was replaced.

Manufacturer narrative:
G2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.